Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the top case cracked in the front right corner, and right plunger case cracked. The event history log confirmed a system failure: backup audible alarm power-on self-test (post) occurred. Functional testing was unable to replicate the reported issue, although it was found several times in the device history. The root cause was determined to be contamination of the main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a backup audible alarm error. There was unknown patient involvement and unknown patient harm.